Event description:
It was reported that a clearlink system continu-flo solution set leaked from one of the y-sites while being used with a clearlink system non-dehp extension set. This occurred during a patient infusion of amiodarone at a rate of 33 ml/hr, which had been running for less than six hours. The nurse observed a puddle of fluid under the intravenous (IV) pole. The set was leaking from the first port downstream from novum iq large volume pump. Additionally, as the patient arm was extended, the nurse noticed blood backing up from the site of insertion toward the filter extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: customer provided a suspect lot# r24j23079. D4: expiration date (suspect lot): 10/24/2029. D4: unique identifier (UDI) # (suspect lot): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4 (suspected lot): the suspected lot was manufactured between october 25, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspected lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.